Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the patient's weight was not available. A dye study was scheduled for 2019-oct-14. The pump was successfully refilled. It was unknown if the event was resolved at the time of the report, 2019-oct-15. It was indicated the information provided had been confirmed by the physician/account.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. The event is now reportable for serious injury. The appropriate fields were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-oct-28. It was reported that a dye study was performed on (B)(6) 2019. Catheter failed to aspirate. The doctor reduced dose by 50% and scheduled patient to meet with neurosurgery for consultation and catheter revision. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the lot number of the catheter was l78003. The cause of the inability to aspirate was unknown. The patient has not seen the surgeon yet to be revised. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 20 mg/ml of morphine at 16 mg/day via an implantable pump for non-malignant pain. It was reported the patient missed a refill the logs revealed a low reservoir alarm on (B)(6) 2019. It was reported the pump likely went empty on (B)(6) 2019. The pump was aspirated on (B)(6) 2019 and there was no drug in the reservoir. It was confirmed that therapy had not been discontinued. Empty pump considerations were reviewed. No symptoms were reported. It was reported they would likely do troubleshooting of the catheter since the patient did not have any symptom change as a result of the pump going empty. The pump was going to be filled on (B)(6) 2019. No further complications were reported or anticipated.